Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy resulting in the development of peritonitis. The patient was hospitalized for the event. Treatment information was not reported. The patient was eventually discharged from the hospital and was reported to be recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.